Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred post deployment. Vascular access was obtained via the radial artery. The non totally occluded, 38x2.75mm, de novo target lesion was located at the non calcified, mildly tortuous bifurcation of the left anterior descending artery (lad) and diagonal artery. A 2x20mm balloon catheter was advanced in the lad for predilation at 18 atmospheres. A 2.75mm x 38mm promus element ¿ long stent was then advanced and deployed at 10 atmospheres for 25 seconds. The stent was very well apposed to the vessel wall per angiogram. A 2.75x15mm non- compliant (nc) balloon catheter was used for post dilation at 26 atmospheres with a very good result and with good stent apposition. The nc balloon catheter was withdrawn and a 2x20mm maverick balloon catheter was advanced to the diagonal artery through the implanted stent via a guide wire. Balloon angioplasty was performed and as the maverick balloon catheter was being withdrawn, the guide catheter moved ahead hitting the 2.75mm x 38mm promus element ¿ long stent causing the stent upper edge to become deformed. The maverick balloon catheter was removed without issue and another 3.5mm nc balloon catheter advanced. Severe resistance was encountered and the balloon was not able to cross the stent. In the process of re-negotiation, the stent was severely deformed with its proximal opening becoming totally squeezed. The physician was not able to pass anything through the stent and it was decided that rotablation would be performed on the stent. A rotawire was introduced and crossed the proximal segment of the stent. Then rotablation was done using a 1.25mm and a 1.5mm burr. Intravascular ultrasound (ivus) was performed and a 3.5x16mm promus element stent was deployed to cover the deformed part of the first stent. Post dilation was performed and ivus was repeated with a very good final result. No patient complications were reported and the patient's status was stable.